Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-26584. It was reported that the patient presented in the emergency room (ER). Review of the remote transmission revealed the right ventricular (rv) lead was exhibiting noise which resulted in the patient experiencing shock. Programming changes were made, and a rv lead replacement was scheduled. During the procedure, the physician observed that the rv lead had curvature and there was a visible insulation breach. It was also noted that there was a drop in impedance. During the procedure, after the new rv lead was implanted the implantable cardioverter-defibrillator (ICD) exhibited inadequate capture and a drop in impedance. The physician opted to explant and replace the ICD, a new device was successfully implanted. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition with no complications.